Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was over 450 mg/dl at the time of hospitalization. Customer experienced the symptoms related to the high blood glucose was vomiting and nausea. The customer was given the intravenous. Customer was declined the troubleshooting for the high blood glucose. Customer was passed the high pressure test. The insulin pump was working as designed. The insulin pump will not be returned for analysis.